Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction, thrombosis, restenosis and occlusion are known potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported through a research article identifying xience v stent implants that may be related to the following: myocardial infarction (mi), thrombosis, restenosis, occlusion, additional therapy/non-surgical treatment, coronary artery bypass grafting (CABG) surgery, and prolonged/additional hospitalization. Details are listed in the attached article titled "a prospective randomised study of the paclitaxel-coated balloon catheter in bifurcated coronary lesions ((B)(4) trial): 24-month clinical and angiographic results."